Event description:
The customer reported that during use of this bur in a mastoid surgery, the tip broke and detached from the shaft of the device. The tip was retrieved without injury to the pt or surgical delay.

Manufacturer narrative:
Investigation results: conmed linvatec received this 6.5 x 38mm bur with the tip detached from the shaft. A visual examination found signs of galling on the shaft. Further analysis found minimal brazing inside the socket of the bur head. The shaft tip showed a gold tint at the tip indicating that brazing occurred to the bur shaft. A review of product history for the past two years found no other events for this failure mode. Conmed linvatec will continue to monitor this bur for failures.